Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: "strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2005, whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2005, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, wound vac, mesh removal, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
Updated manufacturing evaluation results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f1903: explantation h6: medical device component: g07001: part/component/sub-assembly term not applicable the investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code (3191: appropriate term/code not available for ¿wound vac¿) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span march 3, 2004 through december 26, 2005 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial device. Patient information: medical history: ¿ 2004: ¿smoked two packs a day for about 15 years; quit 2 years ago¿ ¿ gastroesophageal reflux disease ¿ heliobacter pylori gastritis ¿ pseudomonas bacteremia ¿ lupus erythematous ¿ hypercoagulable state ¿ staphylococcus aureus infection prior surgical procedures: ¿ abdominoplasty ¿ cesarean section ¿ gastric bypass ¿ cholecystectomy ¿ (B)(6) 2004: recurrent ventral hernia repair with mesh ¿ 6/04: removal of infected mesh ¿ (B)(4).2004: total abdominal hysterectomy, right salpingo-oophorectomy relevant medical information: ¿ (B)(6) 2004: CT abdomen/pelvis: ¿interval development of umbilical hernia with mostly fat, but also a fluid-filled cavity at the inferior portion with thin enhancing rim measuring 4.5 cm diameter representing possible seroma or abscess formation.¿ ¿ (B)(6) 2004: ventral hernia repair with composix ex mesh placement. Right port-a-cath placement. ­ ¿this is a 40-year-old female who underwent an emergent hysterectomy. She now has a large ventral hernia. She also has no intravenous access. Because of her chronic illnesses, she requests a port placement (she has had one in the past).¿ ­ ¿a ster-drape was used to excise the old scar from below the umbilicus down to the pubic tubercle. I entered the hernia sac down to the fascial edge. I then used a piece of composix ex mesh 4x6 inches and sutured it into the place with interrupted horizontal mattress suture of nurolon. I tied them individually and made sure there was nothing in the way of sutures. Once it was in place without any undue tension, we irrigated with antibiotic irrigation. We closed the subcutaneous tissue with 3-0 vicryl suture after a drain was placed. The skin edges were re-approximated with skin staples.¿ ¿ (B)(6) 2004: removal of foreign body (composex [sic] mesh). Antibiotic irrigation of the wound and drainage of abdominal wall abscess. ­ ¿this is a 40-year-old female who has multiple medical problems who had a ventral hernia repair done by myself over a month ago. She got a wound infection and now has exposed mesh and has a foreign body reaction to the mesh. I need to remove it at this time and explore the wound, drain any additional abscess.¿ ­ ¿after adequate general endotracheal anesthesia was achieved, the abdomen was prepped and draped in the usual fashion. I started out by opening up the incision, exposing the entire mesh. It was underneath the fascia. I then identified a few of the sutures and cut those at the top at the apex and then gently got the mesh to come out and then removed all of the sutures individually and then removed the entire piece of composex [sic] mesh. We did identify some abscess cavities during this time. Cultures were obtained and then we used the surgilav pressure sprayer with 3 liters of saline with 3 grams of kefzol to irrigate the wound. We then packed the wound lightly with kerlix kling and montgomery straps were used.¿ implant preoperative complaints: ¿ (B)(6) 2005: CT abdomen/pelvis: ¿anterior abdominal wall hernia without evidence of obstruction.¿ ¿ (B)(6) 2005: ¿had previous ventral hernia repair and got an infected mesh. We removed it. She now has a recurrent hernia and wishes to have it repaired. She also has no venous access and is in the hospital all the time with her multiple medical conditions. She had a previous port-a-cath placed and requests another one, as well as he [sic] physician is requesting it.¿ implant procedure: open ventral hernia repair with ¿gore-tex dual mesh plus¿. Right subclavian port-a-cath placement. [Implant: gore® dualmesh® plus biomaterial, 03337197/1dlmcp04, 15 cm x 19 cm x 1mm thick, oval] implant date: (B)(6) 2005 ¿ description of hernia being treated: ¿we prepped and draped the abdomen and steri-drape was placed. A midline incision was made from the umbilicus down to the pubic tubercle. I removed some of the redundant skin. At this time I went ahead and identified the hernia sac and entered it. I removed the hernia sac down to the fascial edges.¿ ¿ implant size and fixation: ¿I created good fascial edges for suturing and then took a piece of gore-tex dual mesh 15 x 19 cm in size. It was dual mesh plus. I went ahead and sutured it with interrupted 0 nurolon horizontal mattress sutures placed individually and tied individually. Once they were all placed, we had an excellent result. There was no undue tension on it and it looked good. A couple of stitches were placed in the redundant edges of the fascia to incorporate it. We put a drain in and closed the subcutaneous tissue with 3-0 vicryl and the skin edges with skin staples.¿ ¿ no post-operative records were provided. Explant preoperative complaints: ¿ (B)(6) 2005: ¿multiple medical problems, has had her 2nd ventral hernia repair now and presents with infection of the mesh with an open wound down it. I recommended removal of the mesh to reduce the incidence of sepsis.¿ explant procedure: removal of foreign body, ventral hernia repair with mesh. Explant date: (B)(6) 2005 ¿ ¿we prepped and draped the abdomen, went in and cut out the old scar down through the skin and subcutaneous tissues and then identified the opening down to the mesh. I was able to carefully identify each suture and cut it and gently remove the mesh, which came off and out without any real adhesions or contact. Below the mesh, there was some phlegmon. I took some cultures down there, but no evidence of frank abscess was identified. I went ahead and irrigated with antibiotic irrigation and the put antibiotic soaked kerlix kling in there and used montgomery straps.¿ ¿ pathology and microbiology reports of specimens collected during the (B)(6) 2005 procedure were not provided. Conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ all fixation devices should be used in accordance with the manufacturer¿s instructions for use. The physician should reference the manufacturer¿s instructions for use and any supporting clinical literature regarding any potential warnings, precautions, and adverse events related to fixation devices. Due to the gradual loss of tensile strength which may occur over prolonged periods in vivo and some nylon suture should not be used where permanent retention of tensile strength is required. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03337197 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 3/3/2004, including records for abdominoplasty, cesarean section, gastric bypass, and cholecystectomy, were not provided. On (B)(6) 2004: radiology; CT abdomen pelvis. Clinical history: right lower quadrant pain. CT abdomen/pelvis impression: interval development of umbilical hernia with mostly fat, but also a fluid-filled cavity at the inferior portion with thin enhancing rim measuring 4.5 cm diameter representing possible seroma or abscess formation.¿ on (B)(6) 2004: consultation. Admitted for an elective abdominal hernia repair as well as port-a-cath placement. Positive gastric bypass for obesity, hiatal hernia repair x 2. She smoked two packs a day for about 15 years or so. She quit 2 years ago.¿ on (B)(6) 2004: report of operation. ¿preoperative diagnosis: need for central venous access port for prophylaxis. Large ventral hernia. Postoperative diagnosis: same. Operation: ventral hernia repair with composix ex mesh placement. Right port-a-cath placement.¿ indications for surgery: this is a 40-year-old female who underwent an emergent hysterectomy. She now has a large ventral hernia. She also has no intravenous access. Because of her chronic illnesses, she requests a port placement (she has had one in the past). Procedure in detail: ¿the patient was brought to the main operating theatre and placed in the supine position. After adequate general endotracheal anesthesia was achieved, we prepped and draped the abdomen. A ster-drape was used to excise the old scar from below the umbilicus down to the pubic tubercle. I entered the hernia sac down to the fascial edge. I then used a piece of composix ex mesh 4x6 inches and sutured it into the place with interrupted horizontal mattress suture of nurolon. I tied them individually and made sure there was nothing in the way of sutures. Once it was in place without any undue tension, we irrigated with antibiotic irrigation. We closed the subcutaneous tissue with 3-0 vicryl suture after a drain was placed. The skin edges were re-approximated with skin staples. A port-a-cath was then placed after the patient was put in trendelenburg position and prepped and draped. I went ahead and cannulated the right subclavian vein on the first pass. The old port pocket was then reopened after the scar was excised. Hemostasis was assured and the port was put into the pocket. The catheter was cut to the appropriate length and passed over the dilator sheath assembly with fluoroscopy and the tip was in the superior vena cava. I then aspirated and got good blood return. I flushed with heparinized saline and closed both wounds after antibiotic irrigation was used. I then used a 4-0 vicryl suture. A dressing was applied.¿ on (B)(6) 2004: operative report. ¿preoperative diagnosis: status post ventral hernia repair with abdominal wall infection exposed to mesh. Postoperative diagnosis: same.¿ operation: ¿removal of foreign body (composex [sic] mesh). Antibiotic irrigation of the wound and drainage of abdominal wall abscess.¿ indications: ¿this is a 40-year-old female who has multiple medical problems who had a ventral hernia repair done by myself over a month ago. She got a wound infection and now has exposed mesh and has a foreign body reaction to the mesh. I need to remove it at this time and explore the wound, drain any additional abscess. Procedure in detail: ¿the patient was brought to the main operating theatre and placed in the supine position. After adequate general endotracheal anesthesia was achieved, the abdomen was prepped and draped in the usual fashion. I started out by opening up the incision, exposing the entire mesh. It was underneath the fascia. I then identified a few of the sutures and cut those at the top at the apex and then gently got the mesh to come out and then removed all of the sutures individually and then removed the entire piece of composex [sic] mesh. We did identify some abscess cavities during this time. Cultures were obtained and then we used the surgilav pressure sprayer with 3 liters of saline with 3 grams of kefzol to irrigate the wound. We then packed the wound lightly with kerlix kling and montgomery straps were used. The patient tolerated the procedure well.¿ on (B)(6) 2004: [dictated date, no discharge date noted in records]. Discharge documents. ¿principal diagnosis: infected ventral hernia repair. Procedure: abdominal exploration with removal of mesh and drainage of abscess in the abdominal wall. History of present illness: 4 weeks status post ventral hernia repair. Ended up getting wound infection and the mesh is exposed. Had pain and problems. Put on intravenous antibiotics, took her to operating room, removed the mesh and found abscess cavity, which was drained. We packed the wound. We have a vac device in place and are going to send her home with vac device.¿ on (B)(6) 2005: radiology - CT abdomen/pelvis. Reason for exam: r/o bleed. Impression: anterior abdominal wall hernia without evidence of obstruction.¿ on (B)(6) 2005: or. ¿preoperative diagnosis: recurrent ventral hernia. Poor peripheral access and need for central venous access. Postoperative diagnosis: same.¿ operation: ¿open ventral hernia repair with gore-tex dual mesh plus. Right subclavian port-a-cath placement.¿ indications for surgery: ¿had previous ventral hernia repair and got an infected mesh. We removed it. She now has a recurrent hernia and wishes to have it repaired. She also has no venous access and is in the hospital all the time with her multiple medical conditions. She had a previous port-a-cath placed and requests another one, as well as he physician is requesting it. Procedure in detail: the patient was brought to the main operating theatre and placed in the supine position. After adequate general endotracheal anesthesia was achieved, the foley catheter was placed. We prepped and draped the abdomen and steri-drape was placed. A midline incision was made from the umbilicus down to the pubic tubercle. I removed some of the redundant skin. At this time I went ahead and identified the hernia sac and entered it. I removed the hernia sac down to the fascial edges. I created good fascial edges for suturing and then took a piece of gore-tex dual mesh 15 x 19 cm in size. It was dual mesh plus. I went ahead and sutured it with interrupted 0 nurolon horizontal mattress sutures placed individually and tied individually. Once they were all placed, we had an excellent result. There was no undue tension on it and it looked good. A couple of stitches were placed in the redundant edges of the fascia to incorporate it. We put a drain in and closed the subcutaneous tissue with 3-0 vicryl and the skin edges with skin staples. I then put the patient in trendelenburg and put the right port-a-cath in after cannulating the vein. A guidewire was passed into the superior vena cava. With fluoroscopy I then went ahead and created my pocket. I put the catheter in. I cut it to the appropriate length. I then passed the dilator sheath assembly down and the catheter went down. I removed the sheath. The catheter tip was in the superior vena cava. I aspirated. I got a good blood return. I flushed with heparinized saline. I used antibiotic irrigation in all of the wounds which was kantrex. I went ahead and closed the skin with 4-0 vicryl in a subcuticular fashion. Steri-strips were applied. Needle, sponge and instrument counts were correct x 2. The patient tolerated the procedure well.¿ the record confirms a dualmesh plus antimicrobial (1dlmcp04/03337197) was implanted during this procedure. On (B)(6) 2005: concomitant therapy: lovenox. On (B)(6) 2005: [no discharge date on record]. Discharge documents. ¿principal diagnosis: recurrent ventral hernia repair, history of multiple infections. Procedure: ventral hernia repair with dual mesh plus gore-tex. History of present illness: previous hernia repairs and had infection, removal of mesh last year. Sent home on outpatient antibiotics.¿ on (B)(6) 2005: operative report. ¿preoperative diagnosis: infected ventral hernia repair with mesh. Postoperative diagnosis: infected ventral hernia repair with mesh. Anesthesia: general. Operation: removal of foreign body, ventral hernia repair mesh.¿ indication: ¿multiple medical problems, has had her 2nd ventral hernia repair now and presents with infection of the mesh with an open wound down it. I recommended removal of the mesh to reduce the incidence of sepsis. Procedure in detail: the patient was brought to the main operating theatre and placed in the supine position after adequate general endotracheal anesthesia. We prepped and draped the abdomen, went in and cut out the old scar down through the skin and subcutaneous tissues and then identified the opening down to the mesh. I was able to carefully identify each suture and cut it and gently remove the mesh, which came off and out without any real adhesions or contact. Below the mesh, there was some phlegmon. I took some cultures down there, but no evidence of frank abscess was identified. I went ahead and irrigated with antibiotic irrigation and the put antibiotic soaked kerlix kling in there and used montgomery straps. Needle, sponge, and instrument counts were correct x 2. The patient tolerated the procedure well.¿ 08/11/05: perioperative plan of care. Specimens to pathology/lab: scar tissue, ventral hernia mesh. Cultures: c&s anaerobic, gm stain-abd wound. On (B)(6) 2005: missing records. A pathology report detailing analysis of the device removed during (B)(6) 2005 procedure was not provided. On (B)(6) 2005: [date on record is an admit date, no discharge date noted in records]. Discharge documents. Principal diagnosis: infected ventral hernia repair mesh. Procedure: removal of foreign body with drainage of infection from previous ventral hernia repair. Had ventral hernia repair about 6 weeks ago, comes in with erythema and pain over site consistent with infection of mesh. Taken to operating room and underwent removal of the mesh. Wound left open to granulate. Fitted for vac device as an outpatient, sent home on levaquin.¿ on (B)(6) 2005: office notes. Cc: ¿I have a mass in my abdomen.¿ having a lot of pain and pressure in the lower part of her abdomen, rectal pressure. Presented to ed at mgh, CT abd/pelvis showed pelvic mass measuring 14cm x 9 cm most likely representing ovarian lesion. Large amount of abdominal and pelvic ascites. In office today to discuss surgery.¿ on (B)(6) 2005: operating room. ¿preoperative diagnosis: 1. Ruptured left ovarian hemorrhagic cyst with intraperitoneal hematoma. 2. Ventral hernia. Postoperative diagnosis: [blank]. Operation: 1. Exploratory laparotomy with left salpingo-oophorectomy. 2. Drainage of intra-abdominal hematoma. 3. Ventral hernia repair with gore-tex dual mesh plus.¿ none. Indications: this is a middle-aged female who came in with abdominal pain and had a pelvic/intra-abdominal mass, question of an ovarian cancer although her ca 125 was normal. She has recurrent ventral hernia that she would like repaired at the same time. Procedure in detail: ¿I cut out the old skin incision from previous hernia repair, went down and entered the abdomen through the hernia sac, took down some adhesions and then fully opened the abdomen. There was noted to be a large mass in the pelvis pushing the rectum laterally and towards the back. It was a large hematoma collection. I did culture this. She had a little bit of ascites at the beginning and we sent it for cytology but I feel it will probably be negative. This appears to be a benign process. The left ovary was identified and there was an area of rupture on it which appeared to be a hemorrhagic cyst. I then went ahead and mobilized the left ovary after the hematoma was evacuated and then went ahead and went through the feeding vessels, with endo-gia universal stapler with grey clips. Two fires of that and the ovary and the left tube were removed, sparing the ureter. At this time, we then irrigated with antibiotic irrigation and then fixed the fascial edges so we could repair the hernia. Gore-tex dual mesh plus 15 x 19 cm was used and it was sutured to the fascia with horizontal mattress sutures of 0 nurolon. The last few sutures were placed. We went ahead and reapproximated actually the fascial edges and the hernia sac edges over this to completely cover the mesh. Two drains were then placed in the subcutaneous space and then the skin edges were reapproximate with skin staples and sutures. The patient tolerated the procedure well.¿ this record confirms a dualmesh plus antimicrobial (1dlmcph04/03122598) was implanted during this procedure. On (B)(6) 2005: [date on record is an admit date, no discharge date noted in records]. Discharge documents. ¿principal diagnosis: ruptured corporeal luteal cyst left ovary with intra-abdominal hematoma, ventral hernia. Procedure: exploratory laparotomy, ventral hernia repair. Hospital course: has infected 2 previous ventral hernia grafts in past.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged.